Event description:
It was reported that during cataract surgery the physician was expressing the viscoelastic into the patient's eye when the finger-grip on the syringe came off causing the cannula to rotate resulting in capsule damage. Reportedly, it also "grabbed the iris"; however further information was provided. Another lens than initially intended was placed in the sulcus and the patient's prognosis was reported as "good".

Manufacturer narrative:
The device was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The lot number of the device was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.